Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mobile view station (mvs) and image acquisition system (ias) computer. The computers were replaced. The replaced computers were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the computer was not working. No patient was present during the time of the reported incident.

Manufacturer narrative:
The image acquisition system (ias) computer was returned to the manufacturer for analysis. The tester installed ias computer in test imaging system and the system readied and functioned as expected. 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.